Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in 2011, this right ventricular (rv) lead has an unspecified issue with the pacing portion of the lead. The pacing portion of the was surgically abandoned and a new rv pace/sense lead was implanted. Seven years later, this rv lead exhibited high out-of-range shock impedance measurements. Although not evident from x-ray imaging, boston scientific technical services (ts) suspects the distal rv coil integrity has been compromised possibly from a fracture or calcification around the coil. Ts recommends lead replacement. No adverse patient effects were reported.